Event description:
Manufacture's representative reported pump removed due to battery depletion, implant duration unk. The patient was receiving morphine, dose and concentration were not reported, nor were patient symptoms or final outcome. The pump was replaced with a new synchromed ii pump. The explanted pump was returned to manufacturer for analysis, results were not available at the time of this report. A follow up report will be sent when additional information is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.